Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaw broke down in the first case. No patient consequences reported.

Manufacturer narrative:
(B)(4). Clarification received, the blade tip did not break off. The event does not meet the criteria for a malfunction

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
Clarification received: blade tip did not break off.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The tissue pad was found in good physical condition and properly attached to the clamp arm. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue. Due to the condition of the blade it was not possible to test the tissue effect.